Manufacturer narrative:
Refer to regulatory report # 3004209178-2017-18723. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system.

Event description:
Information was received from a patient implanted with two neurostimulators for spinal pain. A power on reset (por) error code was reported. The patient was trying to charge his implantable neurostimulator (ins), and he saw the por message on his patient programmer. It was unknown if the por was related to an overdischarge event. It was noted to be an informational por. The steps to clear the por were reviewed and the por was cleared successfully. The patient confirmed that he was able to start a charge session normally after clearing the por. Troubleshooting resolved the reported issue. No symptoms were reported.